Event description:
It was reported that the patient's right hip was revised. A uhr bipolar head had dislocated out of the patient's native acetabulum. Upon attempting a closed reduction, the uhr bipolar head was levered off of the femoral head. A 43 mm uhr bipolar head and 26 +0 lfit head were revised to a 42 mm uhr bipolar head and 26 +4 lfit head. Rep confirmed that no further information will be released by the hospital or surgeon.